Event description:
Upon location of femoral head into liner, poly lip gave and bent into ID of liner, extremely difficult to apply reinforcement ring. Actually damaged the liner when applying ring. Surgeon was forced to remove liner and shell and convert to different cup system. Product was used and then removed. While extracting, the product was destroyed. No harm to patient but delayed the surgery 90 minutes.